Manufacturer narrative:
Stryker evaluated the customer's device and was unable to power on with ac or dc power. It was observed that there were burned marks on the power module and power supply. After replacing the power module and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to an open fuse on the ac power pcb assembly.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not power on. There was no patient use associated with the reported issue.